Manufacturer narrative:
The investigation determined non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples processed using vitros troponin I es reagent with two different vitros 5600 integrated systems. A definitive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3005 performance issue is not a likely contributor to the events. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3005 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es reagent lot 3005. There was no pre-service vitros tropi es within run precision test performed. Therefore, the performance of both vitros 5600 integrated systems at the time of the events cannot be completely ruled out as a contributing factor. However, vitros tropi es within run precision testing performed by a field engineer after service actions yielded results that were within acceptable guidelines for both vitros 5600 integrated systems. Pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer was processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es (tropi es) results from two different patient samples processed using vitros troponin I es reagent in combination with two different vitros 5600 integrated systems (j1 and j2). Patient 1 sample result of 0.190 ng/ml (j1) versus the expected result of <0.012 ng/ml. Patient 2 sample result of 0.304 ng/ml (j2) versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).